Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: with all available information, boston scientific corporation concludes that the reported events of stent failure to deploy and handle break were able to be confirmed, since the device has been returned with the stent fully covered and undeployed. The control hub was returned slightly separated and the outer sheath was returned detached from the control hub. Most likely procedural factors such as lesion characteristics, handling of the device, or the technique used by the physician (force applied) that could have resulted in the damages encountered in the device, these damages could have unable to deploy the stent during the procedure. Device history record (DHR) review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was received for analysis. During inspection, it was observed that the stent was returned fully covered and undeployed, and the control hub was returned slightly separated and the outer sheath was returned detached from the control hub. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the physician reported that after removing the yellow safety clip on the axios, the handle on the hub was free-floating and felt as though something had broken internally. As a result, the first internal flange could not be deployed. The stent was removed fully covered by the outer sheath and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.